Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would power off suddenly and repeatedly. Replacing the battery did not resolve the issue. The customer has discontinued use of the epg. There was no patient involvement.